Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was not identified.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to close all clamps and transfer set, and then cycle power off and on. System error 2367 alarm occurred. The tsr explained the alarms. The hp stated she has 2 spare supply line clamps and they are closed. The hp stated there are no leaks and she did not disconnect at all. The tsr advised the hp to discard all supplies and to report the alarms to the peritoneal dialysis nurse in the morning. The hp elected to finish therapy manually. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she developed some abdominal pain in her abdomen after the event. The hp stated she had to be hospitalized for the stomach pain. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that the supplies have already been discarded and no further information is available at this time. The hp also stated no companion samples were available. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.